Manufacturer narrative:
Concomitant medical products: 429888, lead, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited small r-waves. No further actions were taken and the rv lead remains in use. No patient complications have been reported as a result of this event.